Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead returned, analyzed and no anomalies were found. Additional finding of the distal conductor with blood/body fluid (not obstructed). (B)(4): the full lead returned, analyzed and no anomalies were found. Additional finding of all conductors with blood/body fluid (not obstructed).

Event description:
It was reported that both left ventricular leads were attempted but not implanted due to a difficult coronary sinus anatomy. The leads were removed and a new lead was implanted. No patient complications were reported as a result of this event.